Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and a reported aneurysm. Details of the event are provided below. On (B)(6) 2013, the physician used the cormatrix ecm for carotid repair during a right carotid endarterectomy procedure. Approximately two weeks later, the physician used a second cormatrix ecm for carotid repair device during a left carotid endarterectomy procedure. On (B)(6) 2013, the patient presented with neck swelling and was examined with doppler. On (B)(6) 2013, cta imaging revealed a right carotid aneurysm at the patch site. On (B)(6) 2013, the patient underwent a reoperation to remove the cormatrix ecm for carotid repair device implanted during the initial right carotid endarterectomy. Upon reoperation, the center of the cormatrix ecm patch appeared to have blown out. The remaining ecm was removed and sent to pathology, and was replaced with bovine patch. During this reoperation, no action was taken against the cormatrix ecm for carotid repair device implanted during the subsequent left carotid endarterectomy, and this left carotid patch remains implanted. In follow-up correspondence, the surgeon indicated that he had performed over 100 carotid endarterectomy procedures using the cormatrix ecm for carotid repair and that this is the first event of this nature he has observed.